Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not power on) has been confirmed. Upon evaluation, the power brick was defective. The cause of the defective power brick is a damaged connector. The connector pins were recessed into the connector. The root cause of the recessed pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged power brick connector. The patient received a replacement battery charger.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the charger/modem was not working. The patient received a replacement charger/modem.